Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. His insulin pump advised to rewind when he wanted to do a bolus. The insulin pump was on the rewind complete screen and he pressed the act button but nothing happened. The act button was unresponsive. Customer's blood glucose level was 455 mg/dl. He treated his high blood glucose level with manual injections. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had unresponsive buttons due to flattened dome switches. The functional testing could not be completed due to the unresponsive buttons. The insulin pump had a cracked display window, cracked case at a display window corner, broken belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.